Event description:
It was reported that during the procedure, prediliatation was performed to the 99% restenosed target lesion in the heavily calcified proximal left anterior descending artery. During advancement the 2.5x12 xience v stent delivery system met resistance due to the heavy calcification and force was applied. During deployment of the 2.5x12 xience v stent, a vessel dissection was noted at the distal segment of the stent. An additional 2.5x12 xience v stent was deployed for treatment of the dissection. The procedure was completed without adverse patient sequela and lesion stenosis was reduced to 0%. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v instructions for use (IFU) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Additionally, it should be noted that the IFU also states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.advancement against resistance, indication for use.the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.